Manufacturer narrative:
This event is included in CAPA (B)(4) emblem sicd transient memory corruption.

Event description:
The report is created due to trend inclusion. Patient's device had three bits flip. Looking at device data on the bit flip, there were no suspicious resets and no faults. There were concerns about possible radiation exposure but the rep confirmed that the patient was not in contact with radiation. Device is still in service and attempts to reach out to patient have failed. No adverse events at this time.